Event description:
It was reported that customer found pump easy to navigate and very helpful for managing diabetes but experienced difficulty loading cartridge and noted several inconsistent results. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, and no further action was taken by technical support.